Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in china that the lupine loop rapide anchor w/orthocord ds device was deformed when the package was opened. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in thisreport. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H0 additional narative: investigation summary ==> the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, it could be observed that the anchor is bent, also the sutures are tensioning from the anchor to the handle's groove. The shaft has no structural anomalies. A manufacturing record evaluation was performed for the finished device 8l26019 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. The possible root cause can be attributed to the conditions of storage of the device. A combination of warmer temperature and tension can lead to a bent anchor. As per IFU 109002 store in a cool dry place. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and evaluated. Upon visual inspection, it could be observed that the anchor is bent, also the sutures are tensioning from the anchor to the handle's groove, the shaft has no structural anomalies. A manufacturing record evaluation was performed for the finished device lot number: 8l26019, and no non conformances were identified. The sample was deeply reviewed by scanning electron microscope (sem); figures 1 through 4 show evidence of plastic deformation. The anchor is made of polylactic acid and polyglycolic acid (pla + pga = poly (lactide-coglycolide)). When the component of this device, is exposed to temperatures over 21 degrees c, its structure gets compromised as it tents to loose mass, it provides flexibility to the polymer chains producing a decrease in the degree of crystallinity of the structure and the microhardness values causing these types of deformations. These damages have typical characteristics of material exposed to temperatures higher than recommended, however this cannot be conclusively determined. Please review attachment isr-2022-oz-137. Based on the results, this complaint can be confirmed. The possible root cause of this failure can be attributed to the devices were exposed to a temperature higher than the recommended while in stock. Temperatures over 21 degrees celsius and the pre-set tension on the sutures may lead to a bent anchor. No further information has been provided to help in the determination of the root cause for this failure. As per IFU- 109002 store in a cool dry place. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.